Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the left ventricular (lv) lead was experiencing low and out of range pacing impedance. No intervention has been performed.